Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the customer has been experiencing low blood glucose for two days. The blood glucose level was 67 mg/dl. Customer stated the reservoir was giving more insulin than what was showing on the status screen of the insulin pump. Patient was treated with food. Performed displacement test and gave no delivery alarm. Customer was disconnected from the device during priming and rewinding sequence. The blood glucose went down to 59 mg/dl. Advised customer the insulin pump will be replaced. The blood glucose was 126 mg/dl at the end of call. Nothing further reported.